Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the sureform 45 stapler instrument could not fire as usual, stapled only halfway. The procedure was then aborted after the start of the procedure with no reported patient impact. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
Based on the claims against the product by the customer noting an aborted procedure, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. Intuitive surgical, inc. (Isi) received the sureform stapler 45 instrument involved with this event and completed the device evaluation. Failure analysis investigations confirmed but did not replicate the customer-reported complaint. Failure analysis found the primary failure of firing failure to be related to the customer-reported complaint. The instrument was found to have firing failures based on log review, but this was not replicated during in-house testing. A review of dsp logs showed 4 firing failures. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Additional observations not reported by site were also identified. The sureform stapler 45 instrument was found to have repeated clamping failures based on log review, but this was not replicated during in-house testing. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument passed the hi-challenge foam test. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Signs of corrosion were found on the instrument roll gear bearing. There was orange discoloration observed around the roll gear bearing. The instrument was found to have a torn wrist cover. The size of the tears ranged from approximately 0.078" to 0.187" in length. There was no missing material. This is a reportable event due to the following conclusion: the customer reported that the procedure was aborted after the procedure start. It is unknown how the patient tolerated the aborted procedure, or if additional surgical tasks will be required.